Event description:
A customer reported that a pt presented with one day post op inflammation which is thought to be toxic anterior segment syndrome (tass). The pt was treated with add'l steroid eye drops and oral medications. A company recommended consultant previously visited this site for prior reported cases of tass. The consultant contacted the customer and discussed surgical and sterilization procedures.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).